Event description:
It was reported to philips that the system's wired footswitch was not triggering x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing diagnosis for neurovascular procedure and the procedure was completed by using the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's wired footswitch was not triggering x-rays, which can impact imaging. Upon troubleshooting, fse found wired footswitch was defective. To resolve the issue, fse replaced wired footswitch and performed all relevant testing. The defective wired footswitch was returned to philips for failure analysis and the cause of the failure was found to be (loose and- or broken off element) missing anti slip. Cable looks like it is heavily twisted/flattened. Tested the footswitch bending the cable at this point but all footswitch controls work normal. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. The codes were updated based on the investigation outcome.